Event description:
Philips received a complaint on the intellivue x3 patient monitor indicating that the speaker was defective, and the device did not produce audible sound. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Analysis was performed by a philips field service engineer (fse), who went onsite and determined that the speaker required replacement. Based on the results of the analysis, it was determined that the product has malfunctioned, and the cause of the reported problem was the speaker. The issue was resolved by replacing the speaker, and the device was returned to use at the customer site.